Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functioning testing. After testing, it was concluded that the device operated within specifications. No unexpected bolus deliveries were noted.

Event description:
The customer stated that she was treated by the paramedics due to her blood glucose levels dropping to 28 mg/dl. The customer felt that the insulin pump gave her a large amount of insulin, even though she did not program a bolus. The customer also stated that her blood glucose levels usually drop after she changes the battery. Troubleshooting was performed, and the insulin pump was programed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.